Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 1 month post implant of this bioprosthetic valve, it was explanted and replaced due to severe aortic insufficiency. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was received in a tan solution in a small specimen container enclosed in a 1.25 gallon return kit. The valve was distorted; almond shaped. All leaflets appeared to have been excised or removed during explant. The sewing ring was cut along the edge of the stent adjacent to the left and right cusps exposing the radiopaque stiffening ring. A remnant of a green multifilament suture remained attached to the existing sewing ring. Radiography shows no evidence of mineralization in the existing leaflet and commissural tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Photo observations: photos of the valve at explant were provided courtesy of the explanting hospital. The valve appeared slightly distorted with the stent posts appearing slightly deflected. The sewing ring adjacent to the left right stent post was cut along the edge of the stent. Two holes were observed in two leaflets. There was no inflow view. All leaflets were in the closed position. All leaflets appear slightly stiff but flexible. A perforation or abrasion in the left cusp along the coaptive ridge appears to be due to contact with the bias cloth on the outflow rail. A large perforation or abrasion through the lunula of the right cusp adjacent to the point of coaptation appeared to be due to contact with the bias cloth or the overlap on the outflow rail. The perforation appeared to line up with the overlap on the outflow rail. The free margins appeared slightly wavy showing possible evidence of stent post deflection. The outflow showed no evidence of host tissue. Conclusion: the receipt condition makes it difficult to perform a detailed analysis and to determine the probable cause of regurgitation. Based on the review of the photos, a perforation or abrasion in the left cusp along the coaptive ridge appeared to be due to contact with the bias cloth on the outflow rail. A large perforation or abrasion through the lunula of the right cusp adjacent to the point of coaptation appeared to be due to contact with the bias cloth or the overlap on the outflow rail. The perforation appeared to line up with the overlap on the outflow rail. Distortion of the annular ring (oval) can result in more contact of the leaflet onto the cloth due to the altered position of the outflow rail and stent posts. Leaflet contact with bias cloth has been shown to cause leaflet perforation and tearing. The tear and abrasions seen in the explanted valve would have led to regurgitation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.